Event description:
Received the recall notice in mail on (B)(6) 2017. Checked lot numbers was changing infusion site with insulin pump. Insulin was 'no delivery' when trying to set up new site with new infusion set. Have been experiencing "higher" than normal blood glucose reading for couple of weeks. Could not figure out what was going on, pump setting the same, etc. Received this recall letter from medtronic on (B)(6) 2017, and this evening was the first I have seen 'no delivery' from one of the infusion sets. This may be why blood glucose readings have been abnormally high.